Manufacturer narrative:
Complete event site name: (B)(6). Complete event site address: (B)(6). Occupation: non-healthcare professional event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that once inserted, the intra-aortic balloon (iab) would not inflate. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. The insertion components were also returned without the sheath. Three kinks were found on the inner lumen within the membrane approximately 10.7cm, 10.9cm &11.2cm from the iab tip. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen of the returned iab and was unable to because the inner lumen was kinked and occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The evaluation determined kinks in the inner lumen of the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, a kink can cause insertion, inflation difficulty or an alarm. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).